Event description:
The clinic reported that a laser vision correction patient was presented with wrinkle/slipped flap on left eye (os) at one day post op exam. At one day post op, the patient¿s chief complaint was eye was irritated and blurry. When the wrinkle flap was reported, the clinic reported no medical or surgical intervention was required. Through follow up, the clinic indicated at 4 month post op, the wrinkle/slipped flap was resolved by performing a flap lift and reposition. The irritation and blurry vision was resolved. There was no loss of best correct visual acuity (bcva).

Manufacturer narrative:
Date of event (B)(6) 2014. Date of this report (B)(4) 2014. Date received by manufacturer - 9/26/2014. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.